Event description:
The initial reporter questioned low results for multiple patient samples tested for elecsys estradiol iii (estradiol iii) on a cobas 8000 e 602 module compared to the siemens method. The following are examples of discrepant results for 3 patient samples: sample ID (B)(6) result from the e602 module was 5.98 ng/l. The result from the siemens method was 71.7 ng/l. Sample ID (B)(6) result from the e602 module was 11.42 ng/l. The result from the siemens method was 85.7 ng/l. Sample ID (B)(6) result from the e602 module was 13.55 ng/l. The result from the siemens method was 83.6 ng/l. It is not known if any questionable results were reported outside of the laboratory. The customer suspects an interference affecting the roche results. The e602 module serial number was (B)(4).

Manufacturer narrative:
The customer has treated the patient samples with veraprep which binds various contaminates and the roche results increased. The siemens results were closer to the roche results generated after the samples were treated with veraprep. The customer treated the patient samples to test for various interferents and the results were all negative. Investigations are ongoing.

Manufacturer narrative:
The interpretation of estradiol iii results is within the customer's responsibility. Roche does not recommend or use veraprep treatment. Veraprep is a sample treatment used for research purposes and does not allow for conclusions about possible interferences. The results of veraprep treated samples do not allow conclusions from native patient samples. The customer has not provided any additional information for the investigation. The investigation did not identify a product problem. The cause of the event could not be determined.